Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported seizure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports while wearing a pod their blood glucose level had dropped to 29 mg/dl. The patient reports they had a seizure. As treatment, the patients husband gave them glucagon as well as sweets and juice. Upon arrival of the fire department the patient was no longer having a seizure. The fire department was with the patient for 6 minutes. The patient did not require treatment.